Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that the control solution test read above the range printed on the test strip vial when testing with the one touch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the pt for follow-up questions. The following complaint was classified based on info obtained from lfs customer service. The pt said the issue happened on either (B) (6) or (B) (6) and was unsure of the time. She said that because of the issue, she took more humalog than usual above her normal dose. She said that she developed symptoms of thirst and shakiness, but didn't say what time she developed the symptoms. She did not detail any treatment for the symptoms. According to the troubleshooting performed with customer service, the pt's testing steps were incorrect. The meter was set to the correct unit of measure at the time of testing. Although details of the pt's treatment and management of diabetes is unk, this complaint is being reported because the pt alleged that due to the product issue she took additional doses of insulin and subsequently suffered symptoms that may be indicative of hypoglycemia.